Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the third band of the device failed to deploy. The physician removed the device and the procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The event: the band failed to deploy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present in the speed band ligator head indicating use/handling. The ligator head was the only component returned. The suture had been detached from the head and not returned. Two blue bands had been deployed and not returned. The remaining 5 bands in the ligator head were moved out of position and the ligator head teeth was noted to be damaged. Based on the condition of the returned device, the complaint that the bands failed to deploy was confirmed. The trip wire and the handle assembly were not returned for evaluation; therefore, it cannot be confirmed if the user fail to properly secure the trip wire during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the third band of the device failed to deploy. The physician removed the device and the procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.